Event description:
The infusion pump was received at the service facility with a vague report that it was used on a pt and the device was "inaccurate". No additional specific information was able to be received. No pt injury was reported.